Event description:
The customer reported that they were unable to power off the ventilator. The manufacturer's service technician was able to duplicate the reported issue. Review of the ventilator diagnostic log history noted a vent inop occurrence during operation due to a data acquisition pcba adc reference failure. The customer reported the device was not in use at the time of the reported problem, and there was no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the cpu pcb board to address the findings. Final applicable testing was completed and passed to operating specifications.